Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the drive support cap was protruded. The customer's blood glucose level was unknown. The customer states the buttons were also stuck. The customer had been off the pump for last 3 years. The customer declined to receive replacement at this time.

Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk and with all buttons unresponsive due to corroded keypad traces. No button error alarms noted. The insulin pump had minor scratches on the case, minor scratches on reservoir tube window, cracked case at the display window corners and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.